Event description:
The pt received a cypher implant in the left circumflex. A month after the index procedure, the pt expired. Medications listed included plavix, aspirin, lipitor and imdur. Additional information has been requested, including the results of the death certificate with the primary and secondary causes of death as well as the result of the autopsy.